Manufacturer narrative:
A ge oec service rep investigated the issue and the image processor pcb is often replaced to restore image quality. Limited service info and follow-up service calls on this system. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported image quality issues. Grainy images.